Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was a lot of bubbles seen during aspiration. Aspiration was attempted again but excessive bubbles were still seen. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.